Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultrasoft lancing device was coming apart. The patient tests his blood glucose 3 times a day. He manages his diabetes with glipizide and januvia. The reporter indicated that the alleged issue started on an unspecified date/time two weeks prior to contacting lfs. She explained that the lancing device was "coming apart" but the patient was still able to test occasionally during the time of concern by trying to hold the device together. The reporter claimed that the day prior, the patient had a low blood glucose episode and had developed symptoms of sweating because of not being able to test. The patient administered self-treatment by eating food. The self-care helped to relieve his symptoms. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.